Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to eol, noise was observed on the ra lead. The physician decided to cap and replaced the ra lead. The patient is well.